Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a high blood glucose value of over 600mg/dl at the time of incident. Customer also reported that they had current blood glucose 304 mg/dl. Customer stated insulin was exited. Customer was treated with insulin pump. Insulin pump will not be returned for analysis. Frn mmt 332a; unomedical - infusion set.